Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD) there was poor sensing during implant so they physician decided to place the lead in the device header again. The set screw would not "click" and it was suspected the set screw was stripped. The device was not used and another device was successfully implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.